Event description:
It was initially reported that starting about ten days prior to report, the patient started seeing a message on their handset that said "2703 code out of range, the neurostimulator is providing less than the requested therapy, contact your clinician." Later, manufacturer representative (rep) contact agent and review potential causes. Another manufacturer representative (rep) called at a later date regarding the reported code. The caller reported that the patient saw the message intermittently. Follow up was completed and additional information was received that cause of the oor message was related to bad impedance on contact 10b. Physician removed that contact from the programming. It was thought to have resolved the issue, however, now patient is seeing 2098 code a week later. No further action is planned or will be taken. Logs will not be obtained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) indicating the cause of the oor message was related to bad impedance on contact 10b. Physician removed that contact from the programming. It was thought to have resolved the issue, however, the hcp was helping the patient adjust therapy settings and patient got a 2098 code on their handset when stimulation adjustments were trying to be made. No further action is planned or will be taken. Logs will not be obtained. It was reported that an technical services reviewed meaning of code with rep. 2025-dec-31 e1 (rep): no new information.